Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital has requested a replacement display mount potentially due to display falling. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received, there is no allegation of display mounting failure. This is not a complaint and was not reportable. Additional information was received, there is no allegation of display mounting failure. This is not a complaint and was not reportable.